Event description:
It was reported that some of the markers on the electrograms were missing. Technical services suspects this is likely due to command interaction. There is no impact on therapy. The device remains implanted. There were no adverse patient effects.